Manufacturer narrative:
A visual examination of the complaint device revealed that the catheter was broken and stretched from the balloon hub and distal tip. No other defects were found. Based on the condition of the returned device, the reported failure of catheter broken was confirmed. This issue of the catheter broke most likely occur during device removal from the scope as stretch marks were found on the catheter are consistent with excessive removal force. It is most likely that a stone present in the bile duct blocked the catheter or the catheter was caught by scope elevator; this however cannot be conclusively determined. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. Reported event of catheter broke. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2014. According to the complainant, during the procedure, the plastic catheter snapped in half when they were pulling it during balloon sweep inside the body. Reportedly, no part of the device had detached inside the patient. The procedure was completed with a trapezoid device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2014. According to the complainant, during the procedure, the plastic catheter snapped in half when they were pulling it during balloon sweep inside the body. Reportedly, no part of the device had detached inside the patient. The procedure was completed with a trapezoid device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.